Manufacturer narrative:
Date of event: the exact date of the event was not reported.

Event description:
It was reported that a fiber connection error occurred while using the first fiber however if the fiber is slightly elevated it works. A second fiber was chosen to continue with the procedure however the fiber connection error occurred again. A third fiber was used to proceed with the procedure and this fiber also had a fiber connection error but seemed to resolve. The laser went into standby and message prompted user to remove fiber and clean the fiber tip. Upon removing the fiber it was noted that a metal piece broke off the fiber tip inside the patient. The metal tip was retrieved. A fourth fiber was chosen to continue with the procedure and connection error occurred after 9:45 minutes however the error corrected itself and the fiber was able to be utilize to complete the procedure. This report is for the third fiber.